Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2025-03664 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2025-03664.

Event description:
It was reported that patient underwent a revision surgery on (B)(6) 2025. That revision failed and patient underwent a second revision surgery on (B)(6) 2025. This is the second failure in the same manner for this patient. The replacement screw, washer, and locking nut have become loose and begun to back out. Patient was revised with a combination of a competitor retrograde natural nail and depuy synthes 4.5 valcp curved condylar plate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.